Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:04, interrupting delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
The condition of failure code 810:04 was confirmed in the event history. An assignable cause could not be determined. The device was cleaned and calibration verification was performed and all readings were within specification. No correction is needed. Should additional information become available a follow up medwatch will be submitted. (B)(4).